Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their tooth #8 chipped and they have not been wearing their aligners because of the tooth that chipped. Requested additional information and any findings from the patient's dentist regarding the chipped tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.